Event description:
It was reported there was an alleged failure of the patient controlled analgesic pump failed to activate the "pump protocol" while being used with a etco2 module. There was patient involvement, but the outcome is unknown. Although requested the customer declined to provide additional event details.

Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had pca pause protocol not activating was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.